Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip was positioned with difficulty. The physician stated that the m knob needed to be applied more than usual to achieve the desired position. The procedure continued, but then the grippers would not come down. Troubleshooting was performed, but the grippers would not come down. The cds was removed with the clip attached. The grippers were tested outside the patient, and the grippers were still not coming down. The procedure was successfully completed with a new cds. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, the returned device analysis was unable to confirm the physical resistance/sticking and difficult to open or close (gripper actuation). A definitive cause for physical resistance/sticking and difficult to open or close (gripper actuation) could not be determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.